Event description:
The customer reported to olympus that the visera 4k uhd camera control unit displayed an e116 (otv error, possible cause: camera control unit malfunction) error code whether the device was cold or warm. There was no report of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The therapeutic procedure was completed using the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.